Event description:
Corega glue stuck in my throat [medication stuck in throat] case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega denture adhesive formulation unknown. On an unknown date, an unknown time after starting corega denture adhesive formulation unknown, the patient experienced medication stuck in throat (serious criteria gsk medically significant). The action taken with corega denture adhesive formulation unknown was unknown. On an unknown date, the outcome of the medication stuck in throat was unknown. The reporter considered the medication stuck in throat to be related to corega denture adhesive formulation unknown. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from a consumer via call center representative (email) on (B)(6) 2023. It was reported that, "corega glue stuck in my throat".

Manufacturer narrative:
Argus case ID: (B)(4).